Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual inspection and functional test identified the reported condition as a leak gushing liquid which would have been obvious if present during filling. Magnified inspection of the leak location identified as a puncture; the puncture had no impression on the back side of the eva opposite the leak, which indicates the bag was full when the damage occurred. The manual add port had been used, as evidenced by cannula insertion on the membrane. As manual additions to the tpn solution occur after bag filling, it is unlikely additions to the tpn solution would have been made if a leak was present. Based on evaluation findings, the condition was determined to have occurred during handling of the filled bag. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Date of event unknown. Operator of device unknown. The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to be leaking from the right side of the bag at the seam directly on the bag's fold line. The leak was discovered before the bag was sent to the patient this report documents no patient involvement or adverse events. No additional information is available.